Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump black box data showed multiple cs 177 low battery alarms had been confirmed, however, the battery had not been replaced. The black box showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. There was corrosion/rust visible inside the battery compartment. The returned battery cap secured properly to the pump. A leak test was performed and confirmed a leak in the battery compartment. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.